Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11604. The patient has two scs systems (one lead per system). It was reported the patient is experiencing ineffective stimulation due to receiving stimulation in unintended areas. It was also reported one of the leads is causing uncomfortable stimulation. X-rays will be taken for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.